Event description:
Boston scientific received information that approximately one month after implant, this transvenous right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms.

Manufacturer narrative:
A fluoroscopic image was obtained, and it was noted that the proximal pin of the rv lead was loose in the header. All impedance measurements through the proximal coil were greater than 125 ohms. A revision procedure was performed, during which the rv lead was reconnected to the device and the situation was resolved. No patient symptoms were reported as a result of this event. This event will be updated if any additional information becomes available.